Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that multiple patient messages were not showing up. A technical support specialist (tss) connected to the server and confirmed that the messages were crossing correctly. The tss found that the patient examples provided were all discharged, with the most recent discharge on 19 february 2026, and no new admissions were found. The tss also revealed that the example admission provided had not processed because of the error adtmsgadmitdaterequired. The admit date was mandatory when the encounter admission status was adm or admcnc. The tss advised that when a patient appears under the wrong status or does not appear at all, the admissions team should resend the admit message. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, patient orders failed to cross over. Customer reported that multiple patients did not appear on the anesthesia station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.